Manufacturer narrative:
Additional information was added to h6. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that "repeated coring" was observed during the use of eleven (11) exactamix non-vented, high-volume inlets. These events occurred during total parenteral nutrition (tpn) compounding using sterile water for injection (swfi) and 70% dextrose. The complainant indicated that that the coring was noted in nine (9) 2 in 1 preparations and two (2) 3 in 1 preparations. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B3 event date : the reported issues were identified between october 26, 2025, and march 27, 2026. D4 UDI: as the lot # is unknown, the UDI will consist of the primary di number only. Should additional relevant information become available, a supplemental report will be submitted.